Event description:
It was reported that a customer had to visit the emergency room (ER) due to a high blood glucose level. No specific blood glucose value was reported. The cause of the high bg was unknown. The customer attempted to resolve the issue by administering a bolus via the pump prior to going to the ER. No permanent damage occurred. No pump issues were identified. Additional information was not provided.